Manufacturer narrative:
The serial number of the customer's cobas e411 disk is 16e5-29. The investigation is ongoing.

Event description:
The initial reporter received questionable elecsys tsh assay results from twenty patient samples tested on the cobas e411 disk. The reporter stated that there was a possibility that the analyzer was backdated. Hence, the date of event of 19-mar-2023. The reporter stated that the results from the analyzer were higher than those of the abbott analyzer and that the results were discrepant with the patient's clinical conditions and the t4 and t3 test results. Please refer to the attachment pt-0066576 for the table containing the examples of questionable results.

Manufacturer narrative:
The investigation determined a general reagent issue can most likely be excluded. The investigation was not able to confirm if the customer changed the clock of the analyzer (e.g. To be able to use expired reagents); patient results measured with expired reagents are not supported by roche diagnostics. If this event occurred, roche diagnostics is not liable for the results generated. The elecsys tsh assay generally generates higher results compared to the results generated by the abbott tsh assay. The different types of antibodies used, differences in setups of the assays, and differences in standardization methodologies should be taken into account when evaluating tsh results generated from different types of analyzers.